Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify or reproduce the reported issue. The device was tested extensively but no discrepancies were observed. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that the display on their device froze three times during resuscitation; twice after pressing the print and charge buttons. The customer also reported that the display was scrambled and that they couldn't use the device anymore. The only way to resolve the issue was to turn the device off and back on. The patient outcome was not reported, nor were any patient details provided.